Event description:
It was reported that the user's ilet pump was in bg run because their continuous glucose monito (cgm) had fallen off and no new cgm was connected and no fingerstick value had been entered. This resulted in an elevated blood glucose (bg) of 313 mg/dl until a capillary bg was obtained and entered into the pump, after which the agent provided troubleshooting and education on bg run requirements and confirmed the device was dosing as designed once a bg source was provided. Symptoms included hyperglycemia. Outcomes included correction of the elevated glucose to 187 mg/dl and trending down after proper bg entry and continued use of bg run. Investigation included customer interview, runtime review, and operational guidance on bg run use. Investigation of this case revealed user error related to not providing a required glucose source, with the device functioning within specification when a bg value was entered. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to provide glucose data to the system.